Event description:
It was reported that an intraocular lens (iol) had a defect in the middle of the lens and that it was difficult to push it through the injector. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.